Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the pacer rate did not change and there was no pacer output. The complainant indicated that there was no pt involvement in the reported malfunction.